Event description:
Loss of osseointegration, implant achieved osseointegration, mobility. Placed (B)(6) 2020, patient came in (4/2024) with implant stuck in denture locator/hub - patient did not come back for routine over denture maintenance and implant became loose over time.